Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch due to a high, out-of-range pacing impedance measurement of greater than 3,000 ohms. An alert was issued in the remote monitoring system. The patient was seen in the clinic and appropriate sensing, impedance, and pacing threshold values were observed in the unipolar configuration. During testing in bipolar, the impedance was out-of-range, noise was observed, and loss of capture occurred. An outer insulation break was suspected. The rv lead was left programmed in unipolar and the patient will continue to be monitored in latitude. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.